Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of noise resulting in an inappropriate shock. This system was tested in clinic with noise able to be reproduced on two vectors. The electrode was suspected to be fractured due to the noise able to be reproduced during testing. The patient was subsequently hospitalized until an electrode revision can be completed. This electrode remains in service. No additional adverse patient effects were reported.